Event description:
Opened a sterile bulb syringe to be passed off to the sterile field. There was a large shard of an unknown material stuck to the bulb portion of the syringe. Pictures were taken of the item, item discarded and a new bulb syringe was obtained for the sterile field. The item with the foreign object on it never made it to the field, as it was noticed before the scrub tech took it from the nurse.